Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The following information was requested, but unavailable: what degree of hemorrhoids did the patient have? How much blood was loss? Did the patient receive a blood transfusion? Was the cut line fully circumferential around the target tissue? What confirmation was received indicating that the device had fully fired? Where within the green tissue compression/gap setting scale was the orange indicator set for firing? Did the surgeon report any differences in the way the device fired? Were there staples seen in the operative field? If yes, what was the appearance of the staples? When was the safety removed prior to firing? Has the person firing been trained on how to use ees circular devices? Who fired the device?

Event description:
It was reported that during a hemorrhoid procedure, the hemorrhoidal stapler was used to do the surgery. The gun (pph03) cut but did not staple and the area started to bleed, which afterwards was sutured by the surgeon manually.

Manufacturer narrative:
(B)(4). The analysis results found that the pph03 instrument arrived in good visual condition without staples present and with the washer cut. After further inspection, it was noted that the guide face was detached from the device and was protruding from the casing. No functional test was performed due to the condition of the device. While no conclusion could be reached as to how the guide face was detached from the casing it is possible that there was not sufficient adhesive applied, a batch record review was performed and the batch had no anomalies noted during the manufacturing process.